Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation found that something like a foreign material was inside of the instrument channel, but the causal relationship between the material and the reported event was unknown. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for bacillus subtilis. The user facility did not provide other detailed information such as the number of microbes. The device had been reprocessed with a non-olympus automated endoscope re-processor endoclens with phtharal. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".